Event description:
It was reported that customer experienced malfunction on pump, but no details about alarm or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No troubleshooting or corrective actions were described, and customer confirmed pump would not be returned, so no additional information was obtained regarding the outcome of the event.